Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report multiple loss of prime alarms in the last week. At the time of the call, the reporter informed the animas representative that the patient received a loss of prime alarm during the night and woke up on the morning of (B)(6) 2013 with a high blood glucose (bg) of 595 mg/dl with symptom of nausea. The patient¿s mother stated she changed out ifs and contacted the patient¿s hcp who advised her to have patient come off the pump and troubleshoot issue with manufacturer. Patient was placed on alternate form of insulin delivery and was reportedly going to resume insulin pump therapy on (B)(6) 2013. At the time of troubleshooting, the reporter confirmed there was no power loss to the pump, there was no change of temperature and confirmed cap was tight. The patient¿s mother stated that the pump had been running since she disconnected from the patient and had not received any additional loss of prime alarms. At the time of the call, the reporter administered a test bolus with the pump and confirmed the pump delivered the bolus successfully. Review of cartridge revealed that the patient was not cycling the cartridge properly. It was noted that the reporter was cycling the cartridge too quickly. She was educated about cycling slow and steady to prevent damage to the o-rings. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Troubleshooting revealed that cycling of cartridge incorrectly potentially attributed to loss of prime alarms.

Manufacturer narrative:
The device has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 01/16/2014 with the following findings: visual inspection of the cartridge found no noted defects. A leak test was performed and no leaks were found from the luer connect, o-rings, or anywhere else on the cartridge. A cartridge force test was performed and confirmed that the forces were within specifications.